Event description:
A call was received through technical services reporting that the patient received inappropriate therapy due to nonphysiologic sensing, and the pacing impedance fluctuated between 450-700 ohms. A new lead was implanted for pacing/sensing purposes, and the high voltage portion of the lead is still active. No further patient complications have been reported as a result of this event.